Event description:
Spouse reported to ae assessor that the patient has had two devices fall off prematurely. Spouse states the patient perspired but the v-go devices do not usually fall off. V-go devices that fell off prematurely were disposed of. Patient does clean site with alcohol and let the alcohol dry prior to placing new v-go. When the v-go devices fell off prematurely patient properly applied new v-go for blood glucose management.